Event description:
Customer reported that a patient presented with a wound dehiscence and superficial mediastinitis six days following a bental procedure. Pt was administered IV antibiotics.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.